Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that  a few years ago the patient started having issues with the device activating and receiving surges of electrical activity in different positions. They stated that they were told the battery was deteriorating so at that time the device was turned off. Agent asked if the patient felt the implant was still on and working and the patient stated that they did a battery check in the integrity and it did not show that patient was receiving surge of energy but the patient stated on multiple occasions there was and they said that the battery was still good and patient could choose to have it replaced when it needed to be, but because of the surges it was painful so patient turned it off with the programmer because it was intolerable. The patient was requesting an MRI, so eligibility was reviewed.